Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor and blood glucose readings were inaccurate. Her sensor glucose reading was 50 mg/dl but her actual blood glucose level was 128 mg/dl. She also received calibration errors. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.